Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the sentence for the finding "bi-directional" in the finding group "vsd shunt" was changed from "there is bi-directional shunting across the ventricular septum" to "there is bi-directional shunting across the atrial septum." Potential impact: when the user attempts to select that there is bidirectional flow through a vsd, the sentence produced will describe the flow as being through as asd, leading to a high chance of misdiagnosis and possibly incorrect treatment. As stated, a vsd is very different anomaly than as asd. There has been no reported pt harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10.